Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was an (B)(6) female. The target lesion was the iliac to the superficial femoral artery. There was mild calcification and heavy vessel tortuosity, the rate of stenosis was 100%. After the stent (details unk) was placed in the lesion successfully, a brite tip guide catheter (complaint product) was advanced in the patient but the device became stuck at the stent edge. The catheter was pushed back and forth and the distal catheter end became frayed. The device was changed to another new product (details unk) and the procedure was completed. There was no adverse event and the patient is in stable condition. There is no product return.

Manufacturer narrative:
After an unknown stent was placed to treat a 100% iliac to superficial femoral artery stenosis with mild calcification and heavy vessel tortuosity, the brite tip guiding catheter was advanced in the patient, but became stuck at the stent edge. The catheter was pushed back and forth and the distal catheter end became frayed. The device was changed to another new product (details unknown) and the procedure was completed. There was no adverse event and the patient is in stable condition. The product is not available for analysis. Review of the manufacturing documentation associated with lot 15370837 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No definitive conclusion can be made regarding the reported event without the return of the device for analysis. However based on the reported information it appears that vessel/lesion characteristics along with interaction with the previously implanted stent contributed to the event. There is no indication of any related device manufacturing issues; therefore, no corrective actions will be taken at this time.